Event description:
Information received by medtronic indicated that insulin pump's back of battery side was damaged. No harm requiring medical intervention was reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
On (B)(6) 2022 the customer reported a crack on the device. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump error 53 (filenumber = (B)(4), linenumber = (B)(4) and 4 consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The device was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electric board 1, back of the lcd screen; electronic assembly 2, lcd flex cable terminal; rust on the motor. The force sensor zero offset measured within specification = 25.4 milivolt. In summary, the customer¿s report of a crack on the device was confirmed during testing. The critical pump error (open book image) alarm, pump error 53 (filenumber = 65535, linenumber = 65535), and the 4 consecutive occurrences of the error code = 0x00000044 are due to a combination of moisture damage and a hardware error. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.